Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that insulin pump administered insulin when it was not programmed to do on two different occasions. Customer also states that insulin squirt insulin during priming. Customer's blood glucose was 67 mg/dl, which was treated with glucose fruit snacks. After troubleshooting, customer was advised to monitor insulin pump and to call back should problems persists. No further information provided.